Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported degeneration has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. A review of the DHR, complaint history and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Due to limited information, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received. Sections: b5, g3, g6, h2, have been updated.

Event description:
As reported by edwards lifesciences field clinical specialist, approximately 3 years post implantation of a 23mm sapien 3 ultra valve in the aortic position, the valve was reported as "failing". A valve in valve with a 20mm sapien 3 ultra resilia valve was performed successfully. Patient history and symptoms were not provided.

Event description:
As reported by edwards lifesciences field clinical specialist, approximately 3 years post implantation of a 23mm sapien 3 ultra valve in the aortic position, the valve was reported as "failing". Patient to received a CT workup for the failing valve. The CT was sent to edwards for workup for possible future intervention. Patient history and symptoms were not provided.

Manufacturer narrative:
Investigation is underway.